Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using a pinnacle pfr kit, the physician pulled the capio device out of the pt, and the needle was missing and assumed to be lost inside the pt. The procedure was completed with another pinnacle device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for the event.